Event description:
It was reported via repair work order that the surgistool drifts down when weight is applied due to a non functioning jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.